Event description:
It was reported that a (B)(6) male underwent explant of an edwards annuloplasty ring, after an implant duration of approximately one (1) year. It was learned that this was due to endocarditis from IV drug abuse. The mitral valve was noted to be destroyed with large vegetations involving the posterior leaflets and the chordae. The ring was explanted and the patient's mitral valve was replaced with a bioprosthesis. There was no evidence of perivalvular leak post-implant. Patient tolerated the procedure well.

Manufacturer narrative:
Late endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. In this case, the patient has a documented history of IV drug abuse. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The surgeon has indicated that there was no malfunction of the edwards device. Although the root cause of this event cannot be conclusively determined with the available information, it appears that this event was due to patient related factors. No further actions are possible with the available information.